Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable, as there was no patient contact with the device. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section e1: phone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a surgical procedure a doctor identified damage to an intraocular lens (iol), which the lens was fractured upon exiting the injector. There was no contact with the patient. The lens was observed to be scratched through a microscope when the plunger exceeded the lens, and there was resistance during the advancement of the lens despite prior filling with viscoelastic. The damaged lens was replaced with another of the same model and power. No complications such as a ruptured capsule, unplanned vitrectomy, or sutures reported. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: sep 2, 2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the cartridge tip was damaged. Ophthalmic viscoelastic device (ovd) was not observed to be distributed throughout the cartridge. The plunger rod was also observed to be damaged. The lens module and handpiece were inspected, and no issues were identified. The lens was visually inspected revealing that the lens was coated in viscoelastic residue and residue from the tape it was received on. The lens was cleaned and inspected revealing that the lens was torn and damaged. No further evaluation was performed. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.